Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy under therapy electrodes. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed renola ointment for the rash. Follow up indicated that the rash improved.